Manufacturer narrative:
A complete analysis and testing of the pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported having a seizure due to low blood glucose. Customer was taken to the emergency room, admitted for couple hrs, treated, and then released when his blood sugar level was stabilized. Hours later, the customer passed out again. The customer reported being in the hosp twice for diabetes ketoacidosis since he got the insulin pump. Troubleshooting was performed and the device appears to be normal.